Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented remotely via merlin.net with an alert indicating that the charge time limit was reached. Patient will be brought in for device replacement. No further information available.

Event description:
New information received indicated that the device was explanted and replaced. Patient was fine before, during and after the procedure.

Manufacturer narrative:
Analysis found the reported extended charge time was confirmed in the laboratory. The device was above the elective replacement indicator (eri) when received. The hv capacitors were analyzed by the manufacturer and a front alignment hole failure was found to be present inside one of the hv capacitors. The cause of the extended charge time was due to an internal hv capacitor anomaly.